Event description:
The customer reported via phone call that they had physical damage to the insulin pump. Customer stated the display was cracked. The customer stated the display was hard to read as a result. Customer's blood glucose was unknown. Customer could not recall how the damage occurred. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump received with cracked and bleeding lcd glass, cracked battery tube thread, cracked reservoir tube lip, minor scratches on display window, and cracked case near display window corner noted.